Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable low results for multiple assays that were in the normal range or higher when repeated. This occurred on four to five patient samples between (B)(6)2017. The customer also received analyzer alarms indicating abnormal probe aspiration on (B)(6)2017. She cleaned the sample probe and resumed operation with no further issues until (B)(6)2017. She did not observe any abnormal probe aspiration alarms on (B)(6)2017. Of the data provided for four patient samples, only the results for three patient samples were discrepant. Patient 1 initial chol2 cholesterol gen.2 result was 5 mg/dl and the repeat result was 253 mg/dl. Patient 2 initial cholesterol result was 9 mg/dl and the repeat result was in the normal range of <200 mg/dl. The specific result was not provided. Patient 3 initial alb2 albumin gen.2 result was 0.2 g/dl with a data flag and the repeat result was 4.1 g/dl. The initial ca2 calcium gen.2 result was less than the measuring range of the assay and the repeat result was 9.4 mg/dl. The initial tp2 total protein gen.2 result was 0.2 g/dl with a data flag and the repeat result was 6.6 g/dl. The erroneous results were reported outside the laboratory. The repeat results were believed to be correct and corrected reports were sent. There was no adverse event. The reagent lot numbers and expiration dates were: cholesterol 21725701, 10/31/2017. Albumin 21479301, 4/30/2018. Calcium 22326401, 5/31/2018. Total protein 22699501, 5/31/2018. The field service representative found there was an issue with the sample probe and replaced it. The customer ran qc which met specification. The customer verified the rest of the patient run was good with no more data flags or erroneous results.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Contamination of the sample probe is a typical cause for discrepant low results from a cobas 6000 c (501) module. Most likely improper preanalytics which create insoluble material in the sample (fibrin, gel, or oil) that coats the sample probes affected the pipetting of the sample into the cuvette. Upon follow up, the customer confirmed there have been no further issues after the replaced the sample probe.